Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. Reportedly for three weeks prior to the hospitalization, the patient's blood glucose would rise to 300-400 mg/dl 24 hours after a set, site and cartridge. It was reported that on the same day, she awoke with high blood glucose. She was admitted at 11:00am, upon admit her blood glucose was 300-400mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.